Manufacturer narrative:
The device has not been made available to philips. Visual and functional testing could not be performed, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device intermittently prompts to self-test. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Phone number: (B)(6).